Manufacturer narrative:
(B)(4). Batch # n9107k. The analysis results found that the device was received with the black tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. It is possible that the absence of the black tissue pad could have affected the device cutting and sealing performance as reported in the event description. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the generator couldn't recognize the device. While the device was used, the device had a small output. There were no adverse consequences for the patient reported.